Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into bvvi mode after attempting to do a cyber security update. The device was successfully restored through a firmware download. Device was interrogated as normal and patient will continue to be monitored.